Manufacturer narrative:
.

Event description:
It was reported that the patient's pump was updated from morphine 25 mg/ml to morphine 9 mg/ml at 1.8 mg/day without a bridge bolus being performed in 2007. Two days later, the patient presented to the emergency room with overdose symptoms. The patient was admitted to the hospital and the pump was stopped. It was calculated that for 44.5 hours the patient was receiving 5 mg/day instead of 1.8 mg/day. The remaining volume and duration to bridge was calculated the hcp stated that the pump would be restarted or programmed until the patient was stable. No specific patient symptoms, treatment, or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.